Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen buttons do not correspond to touch. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The touchscreen would not properly calibrate. It has been determined that the touchscreen needs to be replaced. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.